Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle didn't retract. This was discovered before use. The following information was provided by the initial reporter: the needle didn't retract even pressed the button.

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard blood control unit from lot 9113605 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was completely in the out position. Next, the engineer attempted to retract the needle and it failed to retract. Finally, the engineer performed a microscopic examination on the unit and noticed a piece of cured adhesive between the hub and the white button. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the cured piece of adhesive was preventing the white button from being depressed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle didn't retract. This was discovered before use. The following information was provided by the initial reporter: the needle didn't retract even pressed the button.